Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It is reported the system would not boot, that the c-arm would stop at 5 arrows on the doghouse. There is no report of death or serious injury associated with this complaint.